Manufacturer narrative:
The exposed portion of the soft cannula was observed to be damaged. Fluid did not flow through the complete fluid path as it was observed to leak from the exposed soft cannula. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Inspection of the phb data showed no evidence of issues with insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 301 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient gave themselves a bolus.